Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. External visual inspection showed a crack in the device shell. When powered on, some of the leds failed to light up. The device was able to obtain readings. Internal inspection showed contamination damage on a component of the system circuit board which prevents some of the led digits from lighting up. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues related to this reported event. Initial reporter phone # is entered as "0000000000" to meet the maximum allowable characters. Initial reporter phone (B)(6).

Event description:
The customer reported the rad-5 device is missing segments in the display. No patient impact or consequences were reported.

Manufacturer narrative:
The product has been returned to the local facility but has not yet been received at the main office for evaluation. Once returned and investigated, a follow-up report will be submitted. (B)(6).

Event description:
The customer reported the rad-5 device is missing segments in the display. No patient impact or consequences were reported.